Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported adhesive was starting to come loose in several places on the transducer during reprocessing involving an olympus ultrasound gastrovideoscope. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation, gap between acoustic lens and ultrasound probe and adhesive around light guide (lg) lens had wear. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction and the additional malfunction identified during the investigation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.